Manufacturer narrative:
The insulin pump had severely scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. Intermittent button/keypad due to flattened up keypad dome. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has physical damage. The customer explained that the screen is very scratched and she could only read the right bottom corner of the display. She mentioned that the insulin pump is occasionally bumped. Blood glucose level in the morning was 219 and 165 mg/dl and most recent value was 109 mg/dl. The customer treated with the insulin pump. Troubleshooting for high blood glucose was declined as the customer stated it was due to a snack she had the night before. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.